Event description:
Per clinical trial cp-1060: on (B)(6) 2020, patient was hospitalized and underwent bilateral primary reconstruction; pre pectoral, using an imf incision. 4 pieces of galaflex were used. No concomitant procedures were done. On (B)(6) 2020, delayed wound healing; right breast was reported. Patient had washout and debridement procedure and right breast implant replacement on (B)(6) 2020. Galaflex was intact and stable throughout the whole right breast pocket. Patient also treated with medication (cephalexin, celecoxib, gabapentin, silver sulfadiazine). Resolved without sequelae on (B)(6) 2020. Review by medical affairs identifies the delayed wound healing as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced the post-op complication of delayed wound healing. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR represent the ae of delayed wound healing (device #3). An additional mdrs were submitted to represent the aes of delayed wound healing (device #1, device #2 & device #4) and right breast seroma (device #1, device #2, device #3 & device #4) & left breast seroma (device #1, device #2, device #3 & device #4). Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.